Manufacturer narrative:
Product ID: 3889-28, lot# va100qd, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the previous led appeared to have pulled back into the foraminal canal. The lead itself was intact and an impedance check was normal. The doctor removed the lead and replaced it was a new lead (model 3889-28). It was noted that there was no product returned to the manufacture for analysis. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va100qd, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that she has all of her symptoms back and they seem worse this week. Patient uses her programmer she can still see her settings and therapy is on but she is not getting benefit when she increases stim. Patient stated she has not had any traumas / falls. Caller redirected to follow up w/ hcp for the following reason: to have her ins checked and a message was sent to the local field representative. The patient stated that she thinks that their ins battery is depleting. Additional information was received. It was reported that their lead is going to be replaced. They are replacing leads because one had come undone. No further device issue alleged / identified. No further patient symptoms or complications were reported.